Manufacturer narrative:
The complaint report stated that a goodman y-connector could not be connected properly to the hub of a vista brite tip guide catheter; it kept rotating and blood was also observed leaking. The vista brite tip was exchanged for another vista brite tip product from a different lot but the same difficulty was experienced. The physician continued the procedure and it was completed without patient injury. The device was prepped following IFU instructions. One non-sterile 6fr vista brite tip guide catheter was returned for analysis coiled in a plastic bag. The shaft was kinked 29.1cm from the brite tip. No other discrepancies were found. A lab sample syringe was connected to the catheter hub without difficulty; the catheter was flushed and no leakage was observed. The od threading was not measured, as there was no leakage or incompatibility found. A review of the manufacturing documentation associated with this lot was performed and no issues related to this complaint were identified. Neither the leakage nor incompatibility reported was confirmed during analysis. It is not known if some procedural factors or user handling may have contributed to this event. No actions will be taken at this time. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00654 and 9616099-2010-00655.

Event description:
The information received indicated that an attempt was made to connect a goodman y-connector to the hub of a brite tip catheter, but it could not be connected properly and kept rotating. Blood was also observed leaking. The brite tip was changed to another cordis vista brite tip product of different lot, but the same difficulty was experienced. The physician continued the procedure and it was completed without patient injury. The patient is in stable condition. The patient was admitted with an 80% stenosis in the renal artery. The target lesion had mild calcification and vessel tortuosity. The device was prepped following IFU instructions. The device will be returned for analysis.

Manufacturer narrative:
This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00654 and 9616099-2010-00655. The product has been returned for evaluation, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.